Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As previously reported, during a ta tavr procedure, post valve deployment, blood flow was confirmed in the coronary angiography (cag) and the procedure was ended. The coronary guiding wire, inserted for protection, was removed. While closing the ta access wound, the blood pressure gradually dropped and mitral regurgitation (mr) increased. Cag revealed a left coronary artery (lca) occlusion. A percutaneous coronary intervention (pci) was immediately performed. The mr was resolved post pci. The procedure was completed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, moderate aortic root calcification, sov obliteration) likely contributed to the coronary artery occlusion. The mitral regurgitation was likely secondary to the occluded coronary artery. Post pci, the patient¿s heart started pumping effectively and the mr was resolved.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, moderate aortic root calcification, sov obliteration) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), prior to a transapical (ta) tavr procedure, considering the risk of coronary artery occlusion, a guiding wire was inserted for protection prior to valve implant. During the tavr procedure, a 23mm sapien 3 valve was deployed in a 90:10 aortic/ventricular (a/v) position as intended. Post deployment, the blood pressure (bp) recovered. Blood flow was confirmed in the coronary angiography (cag) and the procedure was ended. The guiding wire, inserted for protection, was removed. While closing the ta access wound, the bp gradually dropped and mitral regurgitation (mr) increased. A cag was performed and revealed a left coronary artery (lca) occlusion. A percutaneous coronary intervention (pci) was immediately performed and the procedure was completed. The valve remains implanted in the patient. The native annular diameter measured 20.6mm by tee. Severe valvular calcification and moderate aortic root calcification was reported. The sinus of valsalva (sov) measured 27.0mm.

Manufacturer narrative:
As previously reported, during a ta tavr procedure, post valve deployment, blood flow was confirmed in the coronary angiography (cag) and the procedure was ended. The coronary guiding wire, inserted for protection, was removed. While closing the ta access wound, the blood pressure gradually dropped and mitral regurgitation (mr) increased. Cag revealed a left coronary artery (lca) occlusion. A percutaneous coronary intervention (pci) was immediately performed. The mr was resolved post pci. The procedure was completed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, moderate aortic root calcification, sov obliteration) likely contributed to the coronary artery occlusion. The mitral regurgitation was likely secondary to the occluded coronary artery. Post pci, the patient¿s heart started pumping effectively and the mr was resolved.